Event description:
It was reported that the patient presented for a post-procedure follow-up. Upon device interrogation, it was noted that the newly placed right atrial (ra) lead exhibited loss of capture and loss of sensing. Chest x-ray was performed and confirmed ra lead dislodgement. The ra lead was repositioned on (B)(6) 2025. The patient was in stable condition.